Event description:
It was reported that during a procedure, there was an error code 5: instrument. Did work for a few minutes and suddenly stopped. Another instrument was used and there was no reported pt consequence.